Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # 00625006530, bone screw, lot #62238408. Item # 00625006530, bone screw, lot #62244032. Item # 00631006236, liner elevated rim, lot #61620245. Item # 650-0890, tpr fem hd, lot #2868995. Item # ps129gm1, gts standard fmrl stem, lot #2868995. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, [add reason, as available]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total hip arthroplasty. Subsequently, approximately three years post operation the patient was revised due to pain in trochanteric and thigh area and a 7 cm pseudotumor was identified. Additional information has been requested, however no information was available.